Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was returned for analysis. Visual inspection was done. The device has the guidewire detachment due to rotational wear in the distal section end at 328 cm from the proximal section, the spring tip was found stretched. Overall length and outer diameter of the spring tip could not be performed due to the device condition. Outer diameter of proximal section and middle of device were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01627. Reportable based on device analysis completed on (B)(6) 2017. It was reported that the rotawire could not work. A 330cm rotawire¿ and a rotablator burr were selected to be used. However, it was noted that the rotawire could not work. No patient complications reported and the patient condition was stable. However, device analysis of the rotawire observed a detachment due to rotational wear in the distal section end.